Event description:
A report was received that a patient's leads were exposed after newly being implanted. The physician decided to explant the patient in order to prevent infection. The patient's symptoms were pain, oozing and blood at the midline incision site. The patient was placed on pain medication and is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the explanted devices found that no anomalies or deviations potentially related to the event occurred during the manufacturing process. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.